Manufacturer narrative:
See MFR. Report #3004209178-2013-07019 regarding a previous ins the patient had.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that a patient was told that her implantable neurostimulators (inss) should last five to ten years and they all kept dying. She had two to three inss back to back. The longest ins the patient had was from (B)(6) 2012 until it died on (B)(6) 2016. It was unclear which device this referred to, as the patient appeared to have a device implanted in (B)(6) 2012 that was explanted in (B)(6) 2013, and a device implanted in (B)(6) 2013 that was explanted in (B)(6) 2016. Follow-up is being conducted to try to clarify the discrepancy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.